Event description:
It was reported that pump displayed cgm error 42 when used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and successfully started new sensor session without error reoccurring.